Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia events on an almost daily basis, and education on proper meal announcing timing was requested to help prevent lows. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included attempts to contact the user to assess hypoglycemia patterns and provide troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.